Event description:
It was reported that, "the rod did not clamp securely to the cup inserter. A back up was quickly provided."

Event description:
The facilities biomed technician called baxter technical service in 2009. The biomed technician received a report from a nurse in the facility, regarding an incident that occurred on an infus-or pump. The nurse had a note attached to the pump indicating the pump had infused for an hour while on a patient, causing an interruption of therapy to the patient. The pump then alarmed and shut down. The nurse did not provide any additional information on this incident. Information has been requested from the risk manager, however, the risk manager was not able to obtain any additional information on this incident. The risk manager reported no patient incident report has been written for this incident. No patient injury or medical intervention was reported. No additional information is available from the customer on this incident.

Manufacturer narrative:
(B) (4) the device was received for evaluation. The reported problem of pump stopped infusing and alarmed was not confirmed. Accuracy testing was performed and the pump met all accuracy specifications. The technician programmed the device as customer reported and ran for 2 hours, the device passed all tests and did not alarm. The pump has been returned to the customer.

Manufacturer narrative:
Device has been received for evaluation. When an evaluation has been performed, a follow-up medwatch will be submitted.